Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory on 07/30/2020. An investigation was conducted on 08/11/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. The harvesting device was removed from the cannula. The heater wire was observed to be slightly flexed from the middle of the heater wire to the tip and remained attached at the base and tip. No other visual defects were observed. The cannula was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The blue toggle switch on the cannula was manipulated to extend and retract the c-ring. The c-ring was observed to be intact. No visual defects were observed on the c-ring. When the c-ring was retracted, there was no physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed but was confirmed for the analyzed failure "material twisted/bent wire". Specific actions for the analyzed failure mode, "material twisted/bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Customer states that the "knot pressure" (c-ring) was obstructive. They use the c-ring and an endoloop to tie the radial artery at the elbow endoscopically. It may be that there was not enough pressure to push the c-ring or it may be that there was some tissue or other form of object that would not allow the c-ring to push. A replacement device was used to complete the procedure. The hospital did not report any patient effects.